Event description:
It was reported that bumper snapped during impaction. No injuries or delays reported. No more information presented.

Manufacturer narrative:
The associated journey femoral implactor bumper was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device information. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.